Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that, during a pump replacement for end of life, the healthcare provider (hcp) attempted to aspirate the catheter, but no cerebrospinal fluid (csf) was forthcoming. It was noted that the expired pump easily delivered. The hcp then injected 1ml of contrast through the catheter under fluoroscopy and noted clear outline of a straight catheter that appeared to terminate into the intrathecal space at the level of t10. Dye was noted to flow from the catheter tip. The decision was made that the catheter was patent. After removing additional catheter length from the pocket, the sutureless adaptor was placed on the catheter and connected to the new pump. The patient recovered uneventfully. At the time of this report, the patient was doing well. The device system was used to deliver bupivacaine and morphine. If additional information is received, a follow-up report will be sent.